Event description:
It was reported two PICC lines noted to leak pulsatile flushing pre chemotherapy. Lines were removed. Clinicians noted that the ruptures were very fine and in fact they were able to aspirate blood back. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leaking catheters was confirmed. The product returned for evaluation was one two 4fr s/l powerpicc catheters. Usage residues were observed throughout both samples and needleless injection caps were attached to both luer adapters. The first sample (sample 1) exhibited a partially circumferential split at the 15cm depth marking. The split occurred within a permanent kink impression. The second sample (sample 2) exhibited two permanent kinks between the 3cm and 5cm depth markings. Both samples kinked preferentially at the kink impression sites during manual manipulation. An attempt to infuse water through sample 1 revealed the sample to be patent to infusion; however, a leak was observed at the split site. Microscopic inspection of the sample 1 revealed granular fracture edges. The edges were rounded. Material wear, buckling and discoloration were observed in the vicinity of the split. The catheter exhibited an elliptical cross-section in the vicinity of the split. An attempt to infuse water through sample 2 revealed the sample to be patent to infusion; however, during pressurization, a leak was observed at the proximal kink site. Microscopic inspection of sample 2 revealed a small longitudinally aligned split at the corner of the proximal kink impression. The split exhibited a granular fracture surface. Material wear, buckling and discoloration were observed in the vicinity of the split. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2343 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4). Device not returned for evaluation.

Event description:
It was reported two PICC lines noted to leak pulsatile flushing pre chemotherapy. Lines were removed. Clinicians noted that the ruptures were very fine and in fact they were able to aspirate blood back. This report addresses the first device.